Event description:
False negative result (s). Had multiple negative tests about 3-4 days into covid symptoms. Took the binaxnow test about an hour after the last of these I took and it was positive - later confirmed by pcr. Do not trust these.